Event description:
The pt reported that three weeks after vocal cord augmentation with zyplast and radiese, the pt developed inflammation and itching in the throat, shortness of breath, dry mouth, lack of tears, acid reflux and burning in the stomach. The physician has prescribed oral methlyprednisolone, oral nexium, oral asmacort, oral niastatin and oral famotidine to treat the symptoms. The pt requested that we not contact the physician, therefore, the events have not been substantiated by a healthcare professional. Additionally, this is an off label use of this product. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.